Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one battery was not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller did not contain the smr software. Log file analysis revealed several premature power switching events involving the battery within the analyzed period. No other abnormalities involving the battery were found during log file analysis. The observed power switching likely explains the reported "odd behavior." As a result, the reported event was confirmed. Based on the log file analysis, the most likely root cause of the reported event can be attributed to communication errors between the controller and battery. An internal investigation has been opened to evaluate communication errors and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery had an "odd behavior". The battery remains in use. No patient complications have been reported as a result of this event.